Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es medication was not showing for a patient. Customer stated that there were no meds listed under the her profile and only med showed that were due every 6 hours. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med was not showing for a patient. When trying to get meds for a patient, there were no meds listed under the profile. A technical support specialist dialed into the server and station. Verified the time was correct on both. Accessed station data sync logs for errors. Checked the order in server es and in sql server management studio. Looked into med inventory and verified the med shows loaded for the station. Checked station details, patient care. The "remove before order start" was set to 120 minutes, possibly why it was not showing at the time. Called back and spoke to someone else at the pharmacy, they checked on the order at the station and confirmed the order was showing at the station. The system functioned as intended after troubleshot by the technical support specialist.